Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported eval code-conclusions were updated.

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to gear wheel 3.

Event description:
It was reported that there was a pump motor stall that never restarted according to the logs. The pump was subsequently replaced on the date of the report. The patient had underdose symptoms specified as return of pain. The pump system was being used to infuse an unknown medication at the time of the event. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.